Manufacturer narrative:
Welch allyn attempted to obtain patient information from this user facility. However, the facility reported that it did not possess such information and could not provide it.

Event description:
While monitoring a patient the unit's display screen was "white". No harm to patient.